Event description:
Boston scientific received information that this device has displayed varying thresholds and loss of capture during ventricular tachycardia events. Both of the right atrial (ra) lead and right ventricular (rv) leads are non boston scientific. All other lead measurements are stable and within normal limits. Boston scientific technical services (ts) was consulted and discussed programming options. The patient is not pacer dependent and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.